Event description:
A (B)(6) distributor contacted zoll customer support to report that the battery packs would not power up a patient's monitor. The patient was issued a replacement system.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation, capacitor c10 was found to be shorted, causing thermal damage to the ca board. The shorted c10 caused the monitor to draw excessive current. The root cause for the shorted c10 capacitor could not be positively identified. Device evaluation of battery packs sn (B)(4)have been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation, the batteries would not charge or power up a test monitor. The cause for the failures were blown battery fuses. The root cause for the blown fuses was the excessive current drawn through the monitor due to the shorted c10 capacitor. No adverse event resulted from the blown fuses and shorted c10 capacitor. The patient received two replacement battery packs and a replacement monitor. Device manufacture date: monitor sn (B)(4) was manufactured 08/2011. Battery pack sn (B)(4)was manufactured 05/2011. Battery pack sn (B)(4) was manufactured 05/2011.